Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope had a positive culture test. The values of the first culture were exceptionally high; therefore, a second culture was performed. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end unit, instrument/biopsy, suction channel, air/water channel, and auxiliary water channel) found no detection of microorganisms. The results conform in accordance with "rki-bfarm-guideline. The device evaluation found that, due to dirt on the objective lens, the image had dark area partially. The light guide lens had discoloration. Bending section cover adhesive deterioration and separation on the thread-wound sections. Hmi data of both tests has not been received. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. During review of the device evaluation the lm added an additional reportable malfunction of reprocessing was insufficient due to the stain on the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the customer reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the event of insufficient reprocessing, the stain could not be identified and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.